Manufacturer narrative:
(B)(4). Foreign-(B)(6). Concomitant medical products: therapy date- (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during implantation of explore system the surgeon noted that the paint/coating of the trial stem is transferred onto the soft tissues. As a result, the surgeon had to perform additional cleaning and purging the field in order to remove the paint residue. No adverse consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the anodize coating is coming off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.